Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was experiencing confusion, dizziness, diaphoresis, blurred vision, and was in a ¿tremulous state¿. At some point during the event, the patient¿s cgm was reading 50 mg/dl while the bg meter was reading 190 mg/dl. It was reported the patient was hospitalized for one day and treated with ¿2 mg/dl of fast-acting insulin¿ (although this is discrepant information as insulin is not delivered in mg/dl). It was also noted that the patient was treated with IV insulin. The patient was discharged on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.